Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was alarming and they needed to turn the alarms off. The call also reported that the customer had visited the emergency room on (B)(6) 2017. The customer had a high blood glucose level of 552 mg/dl. They treated the high blood glucose with the insulin pump and then manual injection, but it did not work. The customer was not very coherence so they took him to the emergency room. The customer was given an intravenous drip. The customer was off the insulin pump prior the hospitalization for less than 48 hours. They were advised to call back to troubleshoot for the insulin pump. The device will not be returned for analysis.